Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient on impella support experienced some placement signaling alarms. The md discussed repositioning the pump to resolve the alarms. There was no reported harm to the patient as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Low pump flow - the cause of the low pump flow cannot be determined since the product was not returned and enough clinical information is not available. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the optical signal issue and the low pump flow issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of the optical signal issue and the low pump flow issue could not be determined since the product was not returned and enough clinical information is not available.